Manufacturer narrative:
(B)(4). After inspection of the ventilator and a reboot, all issues were reported to be fixed, and the ventilator was put back in service. It was reported that the device will not be returned for investigation because it is still being tested in the hospital.

Event description:
It was reported that "this event occurred in the patient box. During the start-up phase of the ventilator, all functions were disabled and we were unable to ventilate the patient. The following messages appeared on the screen "ventilation impossible. Service is required. Mismatch of the serial numbers." Even the self test - button was disabled. The ventilator was shut down and inspected. The ventilator was reported to be working fine a couple of minutes before the event."